Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "pain and hardness, and total capsulectomy, because of capsule and removal of implant that was ruptured". This record is for the left -side. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain and hardness, and total capsulectomy, because of capsule and removal of implant that was ruptured". This record is for the left -side. Device has been explanted and replaced with non-allergan brand.